Event description:
On 02/07/2025, it was reported by a sales representative via (B)(4) that an ar-6480 pump over pressured. "The pump tubing was hooked up correctly and when you hit run it would pump the fluid but then give an error msg. Got new tubing and it started working but shot out high pressure which swelled the patient's knee." This occurred during use in a case. The patients swelling was reported to have receded. Patient was brought back to holding and returned to or later that day to perform the scheduled surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided which may include the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to use error/mishandling.

Event description:
The pump was not used to complete the procedure when the patient returned to the or. They completed the procedure as an open procedure instead. Additional information was received on 2/25/2025.